Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The reporter's meters were provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.8 - 4.4 inr): (B)(4): qc 1: 3.6 inr, qc 2: 3.5 inr, qc 3: 3.6 inr. (B)(4): qc 1: 3.5 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The customer had used the same fingerstick site to obtain blood for the retests. Per product labeling, it is mandatory to use a new fingerstick to dose each new test so as to not compromise the accuracy of the test results. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter received questionable results from coaguchek xs pro meter serial numbers (B)(4). The initial result from meter serial number (B)(4) was 6.4 inr. The initial result from meter serial number (B)(4) was 4.0 inr. The customer did not trust either of these results so she tested the patient again. The repeat result from meter serial number (B)(4) was 4.4 inr and the result from meter serial number (B)(4) was 3.9 inr. The result of 4.4 inr result was believed to be correct. The coumadin dose was decreased to 2.5 mg for the remainder of the week based on the 4.4 inr result. There was no allegation of an adverse event. The therapeutic range is 2.5-3.5 inr.